Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was reported that the serpentine foam collar, medium, x-long was mislabeled and discolored. No additional clinical information received prior to this report.